Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 814:02 occurred three times during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device is currently being evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.